Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation due to their right atrial (ra) lead dislodging. The ra lead also exhibited no capture and no sensing. The lead was reprogrammed and then later explanted and replaced. No further patient complications have been reported as a result of this event.